Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient said that she just recently found out that her bladder and bowel have severely dropped and needs to have surgery to correct. Patient said that surgery is scheduled for (B)(6) 2021. Patient said that had another exam with the surgeon a week ago monday and said since then incontinence has become worse. Patient asked for some programming direction. With instruction patient connected to device and increased setting from 0.9-1.1. Patient to monitor symptoms for a few days. Patient called back stating they tried calling the hcp's office and they said the doctor hasn't practiced there in 10 years. Patient also re-reported the info about needing to have another surgery coming up soon that will be more difficult. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that since the implant they¿ve had their bladder and bowel lifted up (not alleged to be related to the device/therapy,) and they stated they were told it would stop a lot of incontinence but it had not. The patient reported they were still extremely wet when they got up and most nights they didn¿t have any feeling of when they had to go to the restroom. The patient reported that ¿some people¿ said it took time for the therapy to work and stated that they had the stimulator on 1.0 volts and could feel it. The patient sated they still had incontinence and noted that they had been on this setting for two weeks as of yesterday ((B)(6) 2021). The patient mentioned that they thought they were drinking too late so they stopped drinking at 7:00 pm or 7:30 pm and they didn¿t go to be until 11:00 pm or 12:00 am and they still woke up wet. The patient st ated they drank a lot of sprite and tea. They noted they saw their ¿sling doctor¿ and stated they didn¿t seem concerned and told the patient to give it time. The patient stated that it worked especially during the day but not at night. The patient also mentioned t hat this was the third implant they¿d had and mentioned that they had used to take the medication ditropan but because of unrelated health issues they could no longer take it.